Event description:
Transvenous defibrillator (aicd) with atrial and ventricular leads implanted. On 4/28/02 it was felt there was a loose screw to the defibrillator lead. The pocket was entered and the screw tightened. Four mos later pt had abnormal impedance to lead. MFR suggest replacement of rv lead and aicd generator.